Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 627452) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included joint pain. Previously administered products included for pain: levaquin. Concurrent conditions included seasonal allergy and cystitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), arthralgia ("chronic arthralgia"), myalgia ("myalgia") and oligomenorrhoea ("oligomenorrhea"). The patient was treated with surgery (total abdominal hysterectomy supracervical with bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, fatigue, arthralgia, myalgia and oligomenorrhoea outcome was unknown. The reporter considered arthralgia, fatigue, myalgia, oligomenorrhoea and pelvic pain to be related to essure. The reporter commented: insertion details: the right fallopian tube ostia and the left fallopian ostia were both identified. The right fallopian tube was identified. The essure device was advanced adequately into this fallopian tube and the insertion device was retracted and 2 coils were seen protruding from the tubal ostia after insertion of the right fallopian tube. In a similar fashion the left fallopian tube was identified and a second essure device was advanced into this tubal ostia. The insertion device was retracted and also 2 coils were noted to be exposed from the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: bilateral tubal occlusion.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, fatigue, arthralgia, myalgia and oligomenorrhea.": quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 627452) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included joint pain. Previously administered products included for pain: levaquin. Concurrent conditions included seasonal allergy and cystitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), arthralgia ("chronic arthralgia"), myalgia ("myalgia") and oligomenorrhoea ("oligomenorrhea"). The patient was treated with surgery (total abdominal hysterectomy supracervical with bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, fatigue, arthralgia, myalgia and oligomenorrhoea outcome was unknown. The reporter considered arthralgia, fatigue, myalgia, oligomenorrhoea and pelvic pain to be related to essure. The reporter commented: insertion details: the right fallopian tube ostia and the left fallopian ostia were both identified. The right fallopian tube was identified. The essure device was advanced adequately into this fallopian tube and the insertion device was retracted and 2 coils were seen protruding from the tubal ostia after insertion of the right fallopian tube. In a similar fashion the left fallopian tube was identified and a second essure device was advanced into this tubal ostia. The insertion device was retracted and also 2 coils were noted to be exposed from the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, fatigue, arthralgia, myalgia and oligomenorrhea." Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.